Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("hormonal changes; heavy bleeding") in a (B)(6) female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, numbness of upper extremities since (B)(6) 2017, low back pain since (B)(6) 2017, itching both hands since (B)(6) 2017, itchy legs since (B)(6) 2017, itchy legs, ingrown hair, acrochordon, furuncle and cellulitis of axilla. Concomitant products included ibuprofen since (B)(6) 2014, naproxen since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), fatigue ("fatigue / fatigue"), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), furuncle ("rashes or skin conditions; boils") and cyst ("rashes or skin conditions; cysts"). The patient was treated with surgery (anticipated/scheduled date: (B)(6) 2018). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, fatigue, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, dyspareunia, furuncle and cyst outcome was unknown. The reporter considered cyst, dyspareunia, fatigue, furuncle, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The ostia were clearly visualized bilaterally. Discrepancy noted because as per pfs, she had not removed essure (or any part of the device) and she was currently planning for removal, and it also mentions that anticipated/scheduled date: (B)(6) 2018. Reason for removal: possible danger(s) to my health. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion then the fallopian tubes are not visualized; in (B)(6) 2017: confirmed essure device was successfully occluded most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dyspareunia, hormonal changes; heavy bleeding, rashes or skin conditions; boils/cysts. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes) left tube"), pelvic pain ("severe pelvic pain / pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("hormonal changes; heavy bleeding") in a 37-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, numbness of upper extremities since (B)(6) 2017, low back pain since (B)(6) 2017, itching both hands since (B)(6) 2017, itchy legs since (B)(6) 2017, itchy legs, ingrown hair, acrochordon, furuncle and cellulitis of axilla. Concomitant products included () since (B)(6) 2014, ibuprofen since (B)(6) 2014 and naproxen since (B)(6) 2014. In 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced dyspareunia ("dyspareunia"), 2 years 4 months after insertion of essure. In november 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In december 2015, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2016, the patient experienced eczema ("eczemas"). In (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced candida infection ("candidiasis,"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia), heavy periods"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), furuncle ("rashes or skin conditions; boils"), cyst ("rashes or skin conditions; cysts") and pruritus ("rashes or skin conditions type: itching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain and menorrhagia had resolved, the dysmenorrhoea was resolving and the genital haemorrhage, hypersensitivity, fatigue, menstrual disorder, weight increased, vaginal haemorrhage, dyspareunia, furuncle, cyst, depression, anxiety, eczema, vaginal infection, pruritus and candida infection outcome was unknown. The reporter considered anxiety, back pain, candida infection, cyst, depression, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, furuncle, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pruritus, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The ostia were clearly visualized bilaterally. Discreapncy noted because as per pfs, she had not removed essure (or any part of the device) and she was currently planning for removal, and it also mentions that anticipated/scheduled date: (B)(6) 2018. Reason for removal: possible danger(s) to my health. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion; on (B)(6) 2016: results: the fallopian tubes are not visualized; in (B)(6) 2017: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2018: pfs received. Event:infection (bladder/ urinary tract/vaginal) type: vaginal , rashes or skin conditions type: itching, candidiasis, perforation (fallopian tubes) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("hormonal changes; heavy bleeding") in a 37-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, numbness of upper extremities since (B)(6) 2017, low back pain since (B)(6) 2017, itching both hands since (B)(6) 2017, itchy legs since (B)(6) 2017, itchy legs, ingrown hair, acrochordon, furuncle and cellulitis of axilla. Concomitant products included ibuprofen since 2014, naproxen since 2014 and paracetamol (acetaminophen) since 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), fatigue ("fatigue / fatigue"), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), furuncle ("rashes or skin conditions; boils"), cyst ("rashes or skin conditions; cysts") and mental disorder ("psychological or psychiatric problems"). The patient was treated with surgery (anticipated/scheduled date: (B)(6) 2018), surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.) And surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain and menorrhagia had resolved, the dysmenorrhoea was resolving and the genital haemorrhage, hypersensitivity, fatigue, menstrual disorder, weight increased, vaginal haemorrhage, dyspareunia, furuncle, cyst and mental disorder outcome was unknown. The reporter considered back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, mental disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The ostia were clearly visualized bilaterally. Discreapncy noted because as per pfs, she had not removed essure (or any part of the device) and she was currently planning for removal, and it also mentions that anticipated/scheduled date: (B)(6) 2018. Reason for removal: possible danger(s) to my health. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion then the fallopian tubes are not visualized; in (B)(6) 2017: confirmed essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: essure was removed on (B)(6) 2018 by total hysterectomy (uterus and cervix removed) and bilateral salpingectomy; lower back pain, psychological or psychiatric problems, dysmenorrhea (cramping) were added as event, outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes) left tube/perforation (fallopian tubes) left tube'), pelvic pain ('severe pelvic pain / pain/pelvic area pain'), back pain ('lower back pain'), dysmenorrhoea ('dysmenorrhea (cramping)/dysmenorrhea (cramping)') and genital haemorrhage ('hormonal changes; heavy bleeding') in a 37-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itchy legs since (B)(6) 2017, numbness of upper extremities since (B)(6) 2017, low back pain since (B)(6) 2017, itching both hands since (B)(6) 2017, obesity, itchy legs, ingrown hair, acrochordon, furuncle, cellulitis of axilla, hypertrophy of skin, cervical dysplasia, cervicalgia, stress, contusion of back, herpes simplex, nicotine dependence, tietze's disease, urinary tract infection, vaginitis, human papilloma virus infection, dental caries, obstructive sleep apnea syndrome, tinea pedis and carpal tunnel syndrome. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram since 2017, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2014, ibuprofen since (B)(6) 2014, medroxyprogesterone acetate (depo provera) from 2015 to 2016 and naproxen since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems: anxiety/psychological or psychiatric problems: anxiety"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia), heavy periods/abnormal bleeding (vaginal, menorrhagia)"), 1 year 9 months after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue / fatigue"). On (B)(6) 2016, the patient experienced eczema ("eczemas"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain/weight gain/loss: weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced candida infection ("candidiasis,"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems: depression/psychological or psychiatric problems: depression"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), furuncle ("rashes or skin conditions; boils"), cyst ("rashes or skin conditions; cysts") and pruritus ("rashes or skin conditions type: itching"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), salpingectomy (bilateral removal of fallopian tubes) hysterectomy and total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, menorrhagia and dyspareunia had resolved and the genital haemorrhage, hypersensitivity, fatigue, menstrual disorder, weight increased, vaginal haemorrhage, furuncle, cyst, depression, anxiety, eczema, vaginal infection, pruritus and candida infection outcome was unknown. The reporter considered anxiety, back pain, candida infection, cyst, depression, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, furuncle, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pruritus, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The ostia were clearly visualized bilaterally. Discreapncy noted because as per pfs, she had not removed essure (or any part of the device) and she was currently planning for removal, and it also mentions that anticipated/scheduled date: (B)(6) 2018. Reason for removal: possible danger(s) to my health. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion; on (B)(6) 2016: results: the fallopian tubes are not visualized; in (B)(6) 2017: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2018: essure device is noted protruding from the left fallopian tube measuring 0.7 cm. Concerning the injuries reported in this case the following events were confirmed via patients medical record : anxiety,depression,eczema . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Outcome of dysmenorrhea was updated to resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes) left tube/perforation (fallopian tubes) left tube'), uterine perforation ('uterine perforation'), pelvic pain ('severe pelvic pain / pain/pelvic area pain'), back pain ('lower back pain') and dysmenorrhoea ('dysmenorrhea (cramping)/dysmenorrhea (cramping)') in a 37-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itchy legs since (B)(6) 2017, numbness of upper extremities since (B)(6) 2017, low back pain since (B)(6) 2017, itching both hands since (B)(6) 2017, obesity, itchy legs, ingrown hair, acrochordon, furuncle, cellulitis of axilla, hypertrophy of skin, cervical dysplasia, cervicalgia, stress, contusion of back, herpes simplex, nicotine dependence, tietze's disease, urinary tract infection, vaginitis, human papilloma virus infection, dental caries, obstructive sleep apnea syndrome, tinea pedis and carpal tunnel syndrome. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram since 2017, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2014, ibuprofen since (B)(6) 2014, medroxyprogesterone acetate (depo provera) from 2015 to 2016 and naproxen since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems: anxiety/psychological or psychiatric problems: anxiety"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia), heavy periods/abnormal bleeding (vaginal, menorrhagia)"), 1 year 9 months after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue / fatigue"). On (B)(6) 2016, the patient experienced eczema ("eczemas"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain/weight gain/loss: weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced candida infection ("candidiasis,"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems: depression/psychological or psychiatric problems: depression"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("hormonal changes; heavy bleeding"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), furuncle ("rashes or skin conditions; boils"), cyst ("rashes or skin conditions; cysts"), pruritus ("rashes or skin conditions type: itching") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes), salpingectomy (bilateral removal of fallopian tubes) hysterectomy and total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, hypersensitivity, fatigue, menstrual disorder, weight increased, furuncle, cyst, depression, anxiety, eczema, vaginal infection, pruritus and candida infection outcome was unknown and the pelvic pain, back pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and alopecia had resolved. The reporter considered alopecia, anxiety, back pain, candida infection, cyst, depression, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, furuncle, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pruritus, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The ostia were clearly visualized bilaterally. Discrepancy noted because as per pfs, she had not removed essure (or any part of the device) and she was currently planning for removal, and it also mentions that anticipated/scheduled date: (B)(6) 2018. Reason for removal: possible danger(s) to my health. Patient received treatment for bleeding, perforation: fallopian tube, uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion; on (B)(6) 2016: results: the fallopian tubes are not visualized; in (B)(6) 2017: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2018: essure device is noted protruding from the left fallopian tube measuring 0.7 cm. Concerning the injuries reported in this case the following events were confirmed via patients medical record : anxiety,depression,eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event " uterine perforation and hair loss" event were added. Outcome of events " pain, bleeding and hair loss" were added. Reporter information was added. Seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("hormonal changes; heavy bleeding") in a 37-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, numbness of upper extremities since (B)(6) 2017, low back pain since (B)(6) 2017, itching both hands since (B)(6) 2017, itchy legs since (B)(6) 2017, itchy legs, ingrown hair, acrochordon, furuncle and cellulitis of axilla. Concomitant products included ibuprofen since (B)(6) 2014, naproxen since (B)(6) 2014 and procet (acetaminophen w/hydrocodone) since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2016, 3 months 27 days after insertion of essure, the patient experienced eczema ("eczemas"). In (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia), heavy periods"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), furuncle ("rashes or skin conditions; boils"), cyst ("rashes or skin conditions; cysts"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain and menorrhagia had resolved, the dysmenorrhoea was resolving and the genital haemorrhage, hypersensitivity, fatigue, menstrual disorder, weight increased, vaginal haemorrhage, dyspareunia, furuncle, cyst, depression, anxiety and eczema outcome was unknown. The reporter considered anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, furuncle, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The ostia were clearly visualized bilaterally. Discreapancy noted because as per pfs, she had not removed essure (or any part of the device) and she was currently planning for removal, and it also mentions that anticipated/scheduled date: (B)(6) 2018. Reason for removal: possible danger(s) to my health. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion then the fallopian tubes are not visualized; in september 2017: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet received. Event onset dates added. Event psychological or psychiatric problems was further coded as depression and anxiety. New event eczemas added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("hormonal changes; heavy bleeding") in a 37-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, numbness of upper extremities since (B)(6) 2017, low back pain since (B)(6) 2017, itching both hands since (B)(6) 2017, itchy legs since (B)(6) 2017, itchy legs, ingrown hair, acrochordon, furuncle and cellulitis of axilla. Concomitant products included ibuprofen since 2014, naproxen since 2014 and procet (acetaminophen w/hydrocodone) since 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), fatigue ("fatigue / fatigue"), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), furuncle ("rashes or skin conditions; boils"), cyst ("rashes or skin conditions; cysts") and mental disorder ("psychological or psychiatric problems"). The patient was treated with surgery (anticipated/scheduled date: (B)(6) 2018), surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on 14-feb-2018. At the time of the report, the pelvic pain, back pain and menorrhagia had resolved, the dysmenorrhoea was resolving and the genital haemorrhage, hypersensitivity, fatigue, menstrual disorder, weight increased, vaginal haemorrhage, dyspareunia, furuncle, cyst and mental disorder outcome was unknown. The reporter considered back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, mental disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The ostia were clearly visualized bilaterally. Discreapncy noted because as per pfs, she had not removed essure (or any part of the device) and she was currently planning for removal, and it also mentions that anticipated/scheduled date: (B)(6) 2018 reason for removal: possible danger(s) to my health. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion then the fallopian tubes are not visualized; in (B)(6) 2017: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.